Event description:
It was reported that the patient did not have stimulation. The device was continuously flipped by the patient and got stuck at an angle in the pocket. The device was unable to communicate with the charger. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form and opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.